Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-25063. It was reported the patient wants her scs system explanted for an unknown reason. The patient declined to have an sjm representative attend the procedure.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.